Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported sleeve steering issue could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
This is filed to report the clip delivery system (cds) steering in an unintended direction. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds) was advanced to the left atrium, but when the m-knob was applied, the cds did not move medial, but steered posterior. The decision was made to replace the device, during removal it was confirmed that the alignment markers were aligned. Three clips were successfully implanted with the same guide, reducing the mr to 2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.